Event description:
It was reported that during a segmentectomy procedure, on the 12th firing of the device when the jaws were opened, one staple was not formed as a b-shape. It stayed square with the legs completely straight. One of the staples will be missing on the line of staples. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained:on what tissue type was the device used? Lung.what location on the tissue was being stapled? Lingula.on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 12th.what colour cartridge was being used? Gold.what other colour cartridges were used before and after this event? Before grey, green and gold after no one.was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No.were any of the forces higher or lower than expected (closing, opening or firing)? No.after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? Yes. If yes, please explain how device was removed: a little bit, the tissue was a bit stuck in the jaw when she was opening it.does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Regular echelon for years, and new at powered, 3rd case.was there a recent conversion to ees devices in this account /surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results showed that the cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.